Event description:
During t he procedure, while conducting the transseptal puncture, the patient became hypotensive and a pericardia I effusion was diagnosed via echocardiogram. A pericardiocentesis was performed in order to stabilize the patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).